Event description:
Event: stents placed to repair dissection. Case details: the aortic bifurcation was reported to be narrow and calcific. The right external iliac artery was dissected with the introducer sheath. 14 x 40 stents were placed in the limbs bilaterally from the graft bifurcation to the attachment sites. The dissection was resolved with the stent placement.